Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had under delivery reason the insulin pump was not working anymore. Customer¿s blood glucose was 351 mg/dl at the time of incident. The customer's current blood glucose is 351 mg/dl. The customer treated high blood glucose with insulin pump. The customer stated that the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the reservoir had air bubbles. Customer was assisted with troubleshooting and air bubbles were removed successfully. The reservoir will not be returned for analysis.